Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, non-tortuous, distal circumflex (cx) artery the balance middleweight universal (bmwu) guide wire was positioned and during advancing of the 3.0 x 20 mm trek balloon dilatation catheter (bdc) resistance was met and the devices became stuck. The devices were removed as a system from the anatomy without issue. The vessel was rewired and a second bdc was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with the guide wire was confirmed on the return. The definitive cause of the resistance between the catheter and the guide wire could not be determined. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.